Manufacturer narrative:
Mindray service representatives reprogrammed the unit. Calibrated and safety tested the monitor to factory specifications.

Event description:
Customer reported a spectrum monitor intermittently shut down which may have resulted in a loss of primary monitoring. No pt injury was reported.